Event description:
It was reported that the device displays "defib a/d failed". No pt involvement.

Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.